Manufacturer narrative:
Our laboratory evaluation of the product said to be involved determined that there were cracks in the catheter. A functional test could not be performed; however, the balloon was lubricated and advanced through an olympus gif-q20 endoscope with a 2.8 mm channel. The balloon advanced through the scope without difficulty and exited the distal end. A ring gauge passed smoothly over the distal and proximal joints of the balloon. During a visual examination, cracks were observed in the catheter approximately 99.5 cm and 95.5 cm from the distal end, exposing purple tubing. Bends were observed 97.5 cm, 101.5 cm, 102.5 cm, 103.5 cm, 104.7 cm, 107.4 cm, 111 cm, 117.7 cm and 120.4 cm from the distal end. A product specific discrepancy or anomaly was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The user indicated negative pressure and lubrication were not applied to the balloon prior to advancement. This is the most likely cause for the reported observation. A contributing factor to difficulty with balloon advancement is failure to apply negative pressure and lubrication to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Cracks and kinks were observed along the length of the catheter suggesting the device received excess pressure. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information that lubrication and negative pressure were not applied, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The customer was unable to pass the device through the endoscope. [The user] met resistance and could not get the balloon to exit. They used another of the same product to complete the procedure. There was no reportable information at this time. The device was received for evaluation on 19-feb-2019 and was found to have a crack in the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.